Event description:
Syringes were being prefilled with insulin for a visually impaired pt at the clinic. The tech and a pharmacy student extern discovered that the needles were extremely hard to use for drawing up the insulin. As the student was recapping the syringe, the needle bent through the cap and punctured the student's finger. The needles were covered in rust. The student was immediately given a tetanus shot. All pts who pick up syringes after recent order of syringes are being called to check their needles for rust.